Manufacturer narrative:
Reporter¿s phone number:  (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to faulty construction/design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side was worn out on the battery oscillator device. It was noted that the oscillating head was worn and the control was defective on the device. It was further determined that the device failed pretest for functional test, check saw blade coupling, and general condition. It was noted in the service order that the handpiece was ¿spoilt¿ on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation: further evaluation of the device determined that the device failed pretest for 100 check trigger and ecu function: and 110 check oscillation frequency 10800 ¿ 14200 osc/min and 120 mode switch-test in addition to the other pretest mentioned in the initial report. Furthermore, it was determined that the oscillation head had a crack and the ecu was defective. It was determined that the functional test failed since the ecu had a short circuit; therefore, no energy was transferred to the motor to run the handpiece. It was determined that the device had absolutely no function and did not function. It was determined that the assignable root cause for the crack in the oscillation head was construction/design issue that has been addressed in CAPA (B)(4). It was determined that the cause for the other failure was normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.